Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Vacuum test failed. Vacuum display value reads 256mbar indicating fluid is present in hp filters. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover. There were no visual discrepancies encountered during the internal inspection. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient encountered a fluid leak after ending pd treatment. The patient said there was an air detected in cassette warning during drain 1 of 4. The patient said there was fluid seen inside the cassette door. In a follow up, the patient said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler sit and continued to use it the next day. The cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient encountered a fluid leak after ending pd treatment. The patient said there was an air detected in cassette warning during drain 1 of 4. The patient said there was fluid seen inside the cassette door. In a follow up, the patient said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler sit and continued to use it the next day. The cycler is not available to return.